Manufacturer narrative:
There are four devices associated in this event for which a medwatch has been submitted. The patient identifier for the devices are: (B)(6) first device, (B)(6) second device,(B)(6) third device, and (B)(6) fourth device. This mewatch is being submitted for the second device. Endoscopy support specialist (ess) visited the facility and provided instruction for customer and the endoscopy staff on replacing the water filter and disinfecting the water supply lines as outlined in the olympus instruction manual (IFU). Ess first demonstrated the procedure, then observed the customer while they performed the procedure. Ess provided the customer with the current IFU revision for their reference as they implement the correct procedure moving forward. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer for this event, during the disinfecting of water supply lines process of reprocessing, the staff was not performing the water filter replacement step for the device. Staff did not complete this step due to confusion with the instruction manual. There is no reported harm to any patient. There are four devices associated with this event. This is the second device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections. The issues of not performing the water filter replacement step for the device have now been resolved and all staff is trained. The facility is also creating a new process of training and education, so that this problem does not happen again. No patients were impacted by this event.

Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. This supplemental report is being submitted to provide this information. Please see the updates in sections. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no available repair history for the device. The event of the customer staff was not performing the water filter replacement step for the device during reprocessing is not a device malfunction. It is presumed that the cause of this event is that the user did not read the instructions for use (IFU) thoroughly, therefore they did not have sufficient knowledge of the equipment. There is no adverse event with any patient associated with this event and the staff is now trained and aware of all the steps of reprocessing. The event was not due to misuse of the equipment. The event is preventable by conforming the following item in IFU. Instruction manuals: 7.3 disinfecting the water supply piping.